Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the pacemaker and another manufacturer's right atrial (ra) lead exhibited a low out of range pacing impedance measurement. The clinician noted that it was a single measurement and they would continue to monitor the patient through the remote monitoring system. The device and ra lead remain in service and no adverse patient effects were reported.